Event description:
It was reported to boston scientific corporation that during preparation for the implant procedure, the packaging of the advantage mid-urethral sling system appeared ¿unsterile.¿ the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿good.¿ all other information is unknown and reportedly unavailable. Should additional relevant details become available, a supplemental report will be submitted.